Event description:
Rn was starting patient's pbsc treatment. While diverting the prime, the high centrifuge alarm was on. After checking that there's no kinking of the tubing, rn tried to restart the run by clearing the alarm, but was unable to. Also, the target values came up with 6500 in all columns. Rn called cobe hotline and was advised to send defective contaminated tubing back to them for evaluation. Prior to connecting pt to the machine & tubing, the machine passed all alarm tests. Pt precollection vs were b/p 99/58 & hr of 82. Post estimated blood loss of 150cc from the tubings, pt vs was 100/61. Dr was notified and pt is in stable condition. Peripheral stem cell collection for pt was successfully completed with a new pbsc tubing kit. Additional information obtained from the site: each of the target values for ac, inlet, plasma, collect/replace, and time/min showed "6500" instead of the correct values. It is an isolated incident that has not happened before. There was not any additional therapy as a result of device failure. The blood loss was the blood remaining in the defective tubing. The staff member using the device was very experienced rn (>10 years). Machine had been set up by tech, who routinely sets up this equipment. The machine was put through "test" w/o problems. Last pm was 9-4-2008. Our clinical engineering did not test the machine. Cobe does the regular service and they did not recommend to take the machine out of service at the time. We will share with you the MFR's failure analysis results if it becomes available.======================manufacturer response for cobe spectra apheresis system, cobe:======================asked us to send them defective device for evaluation.

Event description:
Rn was starting patient's pbsc treatment. While diverting the prime, the high centrifuge alarm was on. After checking that there's no kinking of the tubing, rn tried to restart the run by clearing the alarm, but was unable to. Also, the target values came up with 6500 in all columns. Rn called cobe hotline and was advised to send defective contaminated tubing back to them for evaluation. Prior to connecting pt to the machine & tubing, the machine passed all alarm tests. Pt precollection vs were b/p 99/58 & hr of 82. Post estimated blood loss of 150cc from the tubings, pt vs was 100/61. Dr was notified and pt is in stable condition. Peripheral stem cell collection for pt was successfully completed with a new pbsc tubing kit. Additional information obtained from the site: each of the target values for ac, inlet, plasma, collect/replace, and time/min showed "6500" instead of the correct values. It is an isolated incident that has not happened before. There was not any additional therapy as a result of device failure. The blood loss was the blood remaining in the defective tubing. The staff member using the device was very experienced rn (>10 years). Machine had been set up by tech, who routinely sets up this equipment. The machine was put through "test" w/o problems. Last pm was 9-4-2008. Our clinical engineering did not test the machine. Cobe does the regular service and they did not recommend to take the machine out of service at the time. We will share with you the MFR's failure analysis results if it becomes available.======================manufacturer response for cobe spectra apheresis system, cobe:======================asked us to send them defective device for evaluation.